Manufacturer narrative:
Event date is unknown, lot number was not provided/known.

Event description:
The clinician reported that when they attached the drivers to the rsr ratchet they would spin inside of it and they could not torque. It was reported that another rsr was utilized within the office that worked with the same drivers and they were able to complete the surgery.

Manufacturer narrative:
After further review it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submissions for MFR- 0001038806-2017-00449 submitted on july 24, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. One zimmer retaining square ratchet wrench was returned for inspection. A visual inspection revealed moderate signs of wear about the body, indicating use. The product was functionally tested and slipping was noted while ratcheting. Therefore, the complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. Cleaning & sterilization guidelines¿ tapered screw-vent® implant system surgical manual 5161, rev. 3/12. All instruments should be inspected before use for signs of wear and damage before and after use. A singular cause cannot be determined.